Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with atrial lead myopotential oversensing when they stretched their left arm across their chest. The sensitivity was adjusted but did not fix the oversensing. The patient was in stable condition throughout.